Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays and origin of the infection have been requested to the reporter. Available information will be detailed in a supplemental report. As the device details were provided, the relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Nb/ this is a regularization within the framework of a clinical study. Following a change in our event monitoring process of sae from clinical study, we now declare all sae excepted if the link with the devices is totally excluded. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Mobilit revision after approximatively 1 month due to infection of the operating site.

Manufacturer narrative:
Per 4632 - final report. Following feedback from the surgeon, the link between the devices and the event is excluded and based on that no other information will be provided. The appropriate device details were provided. The parts were manufactured in 2019 and were packaged and sterilized to specification. No further investigation for this event can be conducted, as no device provided, and following information from the surgeon, the infection is due to an external root cause. Based on this, this case is now considered closed. This failure mode will be monitored via annual trending. Should any addition information be provided, this case may be reopened. Nb/ this is a regularization within the framework of a clinical study. Following a change in our event monitoring process of sae from clinical study, we now declare all sae excepted if the link with the devices is totally excluded. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Morbility revision after approximatively 1 month due to infection of the operating site.